Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/03/2002 and was last repaired on 09/26/2013 for a non-related issue. Evaluation of the device revealed no visible issues with the device. The master blade was flush with the control bar and the device operated within motor speed specification. No anomalous behavior was observed during operation of the device and the customer's reported event was not reproduced during testing. Prior to repair, the device was outside calibration specifications only at the zero thickness setting on both the left and right side. In post-repair, corrosion of the exterior motor casing was observed. Customer did not return an associated power supply for investigation. The customer's reported event could not be reproduced during testing; however, given the corrosion on the motor casing, it is likely that the interior of the motor was corroded, which could have caused the device to operate intermittently. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the lack of calibration at the zero thickness setting. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.

Event description:
It was reported that the knob under the zimmer electric dermatome was not vibrating. Additional clinical follow up with the customer indicated that the issue was noted during surgery when they would turn the device on, it would vibrate and then it would stop. There was no patient injury or extension/delay in surgical time and an alternate device was retrieved to complete the procedure.